Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and pelvic inflammatory disease ("inflammation in pelvic region") in a 23-year-old female patient who had essure (batch no. A73749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gravida I, parity 1 and latex allergy. Concurrent conditions included venereal disease nos, dysmenorrhea, dyspareunia, cramps and infrequent menstruation. Concomitant products included escitalopram oxalate (lexapro), escitalopram oxalate since (B)(6), ondansetron hydrochloride since february (B)(6), sertraline hydrochloride (zoloft) since 2013 and zolpidem tartrate (ambien) since (B)(6). On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced rash ("rashes or skin conditions type: rash on both arms when my period came- while having essure"), 1 year 1 month after insertion of essure. On (B)(6)2013, the patient was found to have blood urine present ("blood in urine"). In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the first episode of alopecia ("hair loss"). In 2014, the patient experienced headache ("headaches"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6)2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with tenderness and abdominal pain upper ("severe stomach pain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient was found to have weight increased ("weight gain / loss (specify which one) I had gained over 50 lbs"). On (B)(6)2017, the patient experienced nausea ("gastrointestinal or digestive system condition type: severe nausea"). On (B)(6)2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced injury ("injury nos"), tooth disorder ("dental problems"), urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: severe uti "), allergy to metals ("nickel allergy"), dental caries ("severe root decay"), abdominal pain ("abdominal pain"), menstruation irregular ("random periods"), trichorrhexis ("my hair was sot thin and brittle when essure was inside") and the second episode of alopecia ("my hair was sot thin and brittle when essure was inside"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, injury, menorrhagia, vaginal haemorrhage, tooth disorder, fatigue, urinary tract infection, headache, migraine, nausea, allergy to metals, depression, anxiety, rash, weight increased, blood urine present, dental caries, abdominal pain upper, abdominal pain, menstruation irregular, trichorrhexis and the last episode of alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, blood urine present, dental caries, depression, fatigue, headache, injury, menorrhagia, menstruation irregular, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, trichorrhexis, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient had need for additional surgery. Discrepancy noted about implant date ((B)(6)2013). Discrepancy noted in date of insertion (B)(6)2012, (B)(6)2013 and (B)(6)2013. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: headache, nausea, allergy to metals. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dental problems, fatigue, infection (bladder / urinary tract / vaginal) - type: severe uti, migraines / headaches, nausea, nickel allergy, psychological or psychiatric problems condition: anxiety and depression,tender to touch and occurred when my period was about to start, rashes or skin conditions type: rash on both arms when my period came- while having essure, weight gain, hair loss, gastrointestinal or digestive system condition type: severe nausea, blood in urine, severe root decay, severe stomach pain, inflammation in pelvic region, abdominal pain, did not undergo confirmation test. Medical history, reporter information, aka name were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and injury ("injury nos"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and injury outcome was unknown. The reporter considered injury and pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Discrepancy noted about implant date (B)(6) 2013). Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received: new event injury nos and new reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and pelvic inflammatory disease ("inflammation in pelvic region") in a 23-year-old female patient who had essure (batch no. A73749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gravida I, parity 1 and latex allergy. Concurrent conditions included venereal disease nos, dysmenorrhea, dyspareunia, muscle cramps and infrequent menstruation. Concomitant products included escitalopram oxalate (lexapro), escitalopram oxalate since 2015, ondansetron hydrochloride since (B)(6) 2017, sertraline hydrochloride (zoloft) since 2013 and zolpidem tartrate (ambien) since 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: rash on both arms when my period came- while having essure"), 1 year 1 month after insertion of essure. On (B)(6) 2013, the patient was found to have blood urine present ("blood in urine"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the first episode of alopecia ("hair loss"). In 2014, the patient experienced headache ("headaches"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with tenderness and abdominal pain upper ("severe stomach pain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) I had gained over 50 lbs"). On (B)(6) 2017, the patient experienced nausea ("gastrointestinal or digestive system condition type: severe nausea"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced injury ("injury nos"), tooth disorder ("dental problems"), urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: severe uti "), allergy to metals ("nickel allergy"), dental caries ("severe root decay"), abdominal pain ("abdominal pain"), menstruation irregular ("random periods"), trichorrhexis ("my hair was sot thin and brittle when essure was inside") and the second episode of alopecia ("my hair was sot thin and brittle when essure was inside"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, injury, menorrhagia, vaginal haemorrhage, tooth disorder, fatigue, urinary tract infection, headache, migraine, nausea, allergy to metals, depression, anxiety, rash, weight increased, blood urine present, dental caries, abdominal pain upper, abdominal pain, menstruation irregular, trichorrhexis and the last episode of alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, blood urine present, dental caries, depression, fatigue, headache, injury, menorrhagia, menstruation irregular, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, trichorrhexis, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: patient had need for additional surgery. Discrepancy noted about implant date ((B)(6) 2013). Discrepancy noted in date of insertion (B)(6) 2012, (B)(6) 2013 and (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: headache, nausea, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain/ chronic') and pelvic inflammatory disease ('inflammation in pelvic region') in a 23-year-old female patient who had essure (batch no. A73749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." The patient's medical history included gravida I, parity 1 and latex allergy. Current weight 232 lbs. Concurrent conditions included venereal disease nos, dysmenorrhea, dyspareunia, muscle cramps, infrequent menstruation and overweight. Concomitant products included escitalopram oxalate (lexapro), escitalopram oxalate since 2015, ondansetron hydrochloride since (B)(6) 2017, sertraline hydrochloride (zoloft) since 2013 and zolpidem tartrate (ambien) since 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: rash on both arms when my period came- while having essure"), 1 year 1 month after insertion of essure. On (B)(6) 2013, the patient was found to have blood urine present ("blood in urine"). In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced hair loss ("hair loss"). In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In august 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with tenderness and abdominal pain upper ("severe stomach pain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) I had gained over 50 lbs"). On (B)(6) 2017, the patient experienced nausea ("gastrointestinal or digestive system condition type: severe nausea"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection (bladder / urinary tract / vaginal) - type: severe uti"), allergy to metals ("nickel allergy"), dental caries ("severe root decay/dental probs"), abdominal pain ("abdominal pain"), menstruation irregular ("random periods"), trichorrhexis ("my hair was sot thin and brittle when essure was inside"), hair thinning ("my hair was sot thin and brittle when essure was inside"), cystitis ("bladder infect."), bladder disorder ("bladder probs"), urinary tract disorder ("urinary prob") and skin disorder ("skin condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, fatigue, urinary tract infection, headache, migraine, weight increased, hair loss, dental caries, abdominal pain, hair thinning, cystitis, bladder disorder, urinary tract disorder and hormone level abnormal had resolved and the pelvic inflammatory disease, vaginal haemorrhage, tooth disorder, nausea, allergy to metals, depression, anxiety, rash, blood urine present, abdominal pain upper, menstruation irregular, trichorrhexis and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, bladder disorder, blood urine present, cystitis, dental caries, depression, fatigue, hair loss, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, skin disorder, tooth disorder, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight increased and hair thinning to be related to essure. The reporter commented: patient had need for additional surgery. Discrepancy noted about implant date ((B)(6) 2013). Discrepancy noted in date of insertion (B)(6) 2012, (B)(6) 2013 and (B)(6) 2013. Plaintiff received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt: yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: headache, nausea, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. Event injury nos deleted. Event : bladder infect., bladder probs., urinary probs. Added. Outcome of the event pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), uti, fatigue, hair loss, weight gain, migraines, headaches,skin disorder were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.